Event description:
Information received with return of the explanted device notes that the patient was seen in the emergency room due to syncope. Monitoring at the hospital showed six non- captured pulses with no apparent back-up. Subsequently, the system was replaced.